Event description:
On (B)(6) -2015, a peg-j was implanted on a patient. In (B)(4) 2015, the patient experienced peg tube orange matter and discoloration. On (B)(6) 2015, the patient experienced stoma green discharge and stoma infection. On (B)(6) 2015, the patient reported that she started a 10 day course of an unknown antibiotic on (B)(6) 2015 for a stoma infection with manifestation of green slime discharge from stoma site. The stoma infection resolved on (B)(6) -2015.

Manufacturer narrative:
Abbvie soltraqs reference record (B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. The abbvie peg tube is performing as expected. Stoma infection is a known complication of a peg tube placement. A return sample evaluation was not performed because tubing remains implanted. If any further relevant information is identified, a supplemental medwatch will be filed.